Event description:
It was reported that one day after a coronary artery drug eluting stenting treatment procedure, the patient expired. The lesion being treated was a 70% stenosed saphenous vein graft (svg) to the first obtuse marginal (om1). Via femoral approach, the physician successfully deployed the taxus express2 8.8% 2.5 mm x 8 mm drug eluting stent in the svg to the om1. The stent was well positioned and apposed. The patient has previously had bare metal stent implanted without incident. The patient expired the next day of unknown causes. The unofficial autopsy report revealed the svg graft to wide open. The exact cause of death is yet not determined.